Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, f6, f7 and f10. Corrections to b1, b2. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The complaint was confirmed an the most probable cause of the complaint is; cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
During a diagnostic colonoscopy, while the patient was under sedation, the scope had low suction, and insufflation was poor which resulted in a procedural delay greater than or equal to 30 minutes. The procedure was completed using the same device. No reports of patient harm.